Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during routine check. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during routine check. There was no patient use associated with the reported event.